Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from oekg and similar past cases, there was the possibility that the reported event was attributed to the contact failure of the electrical contacts of the video connector socket, which might be caused by the adhesion of the foreign material such as dust, dirt, and chemical residue. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that at the time of inspection before use, it was found that the scope communication error b30 occurred on the subject device. The user stated that this phenomenon occurred while connecting the two endoscopes to the subject device. There was no report of patient injury associated with this event. Olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated, and also found that the reported phenomenon was caused by the contact failure of the electrical contacts of the output socket.